Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device would not form the clips at all. The second device was firing scissored clips and the clips would not stay on the cystic duct. A third device was used to complete the procedure. There was no pt impact. Both devices were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Eval summary: as a lot number was not rec'd, a device history review could not be performed.